Event description:
It was reported that this patient received 2 inappropriate shocks and 1 untreated episode, due to this electrode exhibiting over-sensed noise. A request was made to have data from this device analyzed. Device analysis was reviewed by a technical service (ts) consultant, advising that there is changing morphology, resting heart rate for this patient is 80 / 85 bpm. During each episode, the heart rate frequency increased to 175 / 185 bpm. Post shock, the rapid rhythm converts to normal qrs. Ts provided recommendations for additional troubleshooting of device, including reprogramming device, testing in each vector and performing an exercise test. It was reported that the patient was asymptomatic during each episode. The physician reported that they suspect the patient is having episodes of supraventricular tachycardia (svt). This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.